Manufacturer narrative:
MDR 3003442380-2024-02884 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of infusion set fell off during with 2 infusion sets. The infusion set had been used for 2 hours. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.